Event description:
It was reported that the ar-1317ft broke during insertion during a mcp ucl repair. The device broke off the most proximal threads of the anchor. The broken piece was removed as well as the anchor and all pieces were accounted for. The case was completed using a new nano corkscrew anchor.